Event description:
It was observed during the device evaluation, the rhino-laryngo fiberscope exhibited a loose light guide post lens and missing or damaged epoxy. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause and probable cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. For this device.

Manufacturer narrative:
This supplemental report is being submitted to provide new and updated information: h4.

Event description:
No additional information reported by customer.